Event description:
Patient revised on (B)(6) 2020 due to instability approximately 3 months after primary surgery. Surgeon explanted the 135/145 reversed adapter and 40/+6 standard humeral cup and replaced them with a new 135/145 reversed adapter and 40/+9 stability humeral cup.